Event description:
Physician inserted polyp snare into colonoscopy during procedure to remove polyp, snare did not cauterized tissue. New snare obtained and cauterized polyp without problem. Manufacturer response for snare, sensation short throw polypectomy snare 13mm (per site reporter). Equipment failure reported to manufacturer's endo-surgery complaints. Product sent to manufacturer.